Event description:
Customer reported to beckman coulter, inc. (Bec) that the rinse block of the coulter lh 500 hematology analyzer was leaking bloody diluent during probe wash. Customer reported that there were about 10 cubic centimeters of diluent at the bottom of instrument, under the manual probe. Customer reported the leak was confined within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) aligned the probe to resolve the leak issue.

Manufacturer narrative:
(B)(4).